Event description:
It was reported that while using bd max¿ system, bd max¿ instrument there was a false positive found. This is a report of one occurrence. No false results were reported out to the clinician or the patient. The following information was provided by the initial reporter: after intensive troubleshooting on the bd max to define the source of splashes seen on the bd max racks after MDR-tb runs, no instrument failure could be observed. What was observed by our fse and what I can confirm is the formation of bubbles during the extraction process ¿ only visible when running the bd max with an open door. The assumption is, that these bubbles, when bursting - lead to the splashes, which can be observed after the run on the racks. The splashes have only been observed for MDR-tb and for all types of samples, according to the customer. I did send them another lot, which will be arriving next week at customer site. Daniel, our fse, had the chance today to observe an MDR-tb run at another customer site and could observe the same phenomena, leading to splashes on the racks ¿ which have not been yet notices by that customer (see video attaches ¿ salk1) so far, the splashes did not seem to have an effect on the results, but my customer (ages ¿ reference lab for tb) is worried about positive controls for tb, which will be run soon together with other tb samples. I am worried about a risk for cross contamination, when I see bubbles splashing within the bd max ¿ especially when it comes to tb! Can you please confirm, that these bubbles are ¿normal¿ and known and that there is no risk of contamination arising from this observation? What can I tell the customer? I did open a reagent pir: (B)(6). I am looking forward to your feedback and information. Thanks to all the people involved so far to look into this issue. Ps: I can share the available videos, with whom it may concern. (B)(6): 2022-04-29 07:07:59 (gmt) local bd max runs technically without errors. With the tb assy, however, the previously mentioned bubbles form in the lysis tube when mixing. There is a high probability that these fine splashes will come from the bursting of these bubbles. (B)(6) was created by application page. Since there is no technical error, I am closing this escalation. (B)(6): 2022-04-27 12:33:19 (gmt) local the examination of the max by the fse revealed no abnormalities. During the tb run, however, the fse could be observed that many bubbles were formed when mixing in the lysis cup. These also go out at the top of the cup. These small peaks can also be seen in this area, so that there may well be a connection here. The thought behind this is that when these bubbles burst, small droplets are formed. The application clarifies whether this can also be observed with other tb customers. A different tb lot number will be sent to this customer to rule out the possibility of a reagent problem. Fse clarifies the whole thing at the customer's site on may 4th. Mail to technician: today I pulled the db and took a closer look at the device. There are a few things that stand out in the indeterminate rate report in particular and should be checked urgently. However, I would not want to say for sure whether these led to the mysterious splashes. Please proceed as follows the next time you use it: due to the high number of error in full fill check on all pumps and different position in rack a and b, the alignment of the trays should be checked specifically in the out position. Possible causes: dust in the sensors, play in the tray when the motors are activated, faulty calrack. In line with this, many reader saturation warnings also appear. Most recently, since march 18, a pcr heater warning has occurred eight times at position b1. Please check here for bddsfssb6958-46. I cannot judge whether the small splashes are due to these abnormalities. It would be conceivable that these were caused by incorrect filling of the cartridge, but nobody can say for sure. I would therefore suggest that the above-mentioned deficiencies be remedied first, and then the customer should make a further observation to see whether small droplets can still be found. (B)(6). Fse will perform an on-site pumpcheck and closely monitor the device. Attention should also be paid to how the customer prepares the samples and whether this may cause the fine sharpening here. The customer makes 50% tb and the rest bacteria - are there problems with the sample material with tb? (B)(6) 08/2021 pump 4 and tube. (B)(6) 08/2021 pump 3 and 4 and pcb. (B)(6) 12/2021 gantry. (B)(6) 04/2022 pm qpm and qual ok. Checked with each use (B)(6). Gantry rests with all 4 tips on the calibration plate and is screwed tight, all positions of the gantry are ok - see qpm and qualifying runs. Unfortunately, the customer didn't say anything about drops during maintenance last week, and when asked about the recurring error results (in the international report), spec. More and more pumps 3 and 4 said this is due to the open cartridges which are now kept closed. Qpm and qual run were passable and I didn't see any abnormalities when watching the pipetting process. Database is attached to the escalation. Hence the question again where do the now visible drops come from - sample material, sample preparation, device errors (new gantry pumps)? ¿ 6 months 6 pumps?

Manufacturer narrative:
H.6 reason code for no evaluation: this complaint shows no evidence of false positive and had the wrong coding associated with it. This MDR is not reportable and was submitted in error.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument there was a false positive found. This is a report of one occurrence. No false results were reported out to the clinician or the patient. The following information was provided by the initial reporter: after intensive troubleshooting on the bd max to define the source of splashes seen on the bd max racks after MDR-tb runs, no instrument failure could be observed. What was observed by our fse and what I can confirm is the formation of bubbles during the extraction process ¿ only visible when running the bd max with an open door. The assumption is, that these bubbles, when bursting - lead to the splashes, which can be observed after the run on the racks. The splashes have only been observed for MDR-tb and for all types of samples, according to the customer. I did send them another lot, which will be arriving next week at customer site. (B)(6), our fse, had the chance today to observe an MDR-tb run at another customer site and could observe the same phenomena, leading to splashes on the racks ¿ which have not been yet notices by that customer (see video attaches ¿ salk1). So far, the splashes did not seem to have an effect on the results, but my customer (ages ¿ reference lab for tb) is worried about positive controls for tb, which will be run soon together with other tb samples. I am worried about a risk for cross contamination, when I see bubbles splashing within the bd max ¿ especially when it comes to tb! Can you please confirm, that these bubbles are ¿normal¿ and known and that there is no risk of contamination arising from this observation? What can I tell the customer? I did open a reagent pir: (B)(4). I am looking forward to your feedback and information. Thanks to all the people involved so far to look into this issue. Ps: I can share the available videos, with whom it may concern. (B)(6). On (B)(6) 2022 07:07:59 (gmt). Local. Bd max runs technically without errors. With the tb assy, however, the previously mentioned bubbles form in the lysis tube when mixing (see attached video). There is a high probability that these fine splashes will come from the bursting of these bubbles. (B)(4) was created by application page. Since there is no technical error, I am closing this escalation. On (B)(6) 2022 12:33:19 (gmt) local the examination of the max by the fse revealed no abnormalities. During the tb run, however, the fse could be observed that many bubbles were formed when mixing in the lysis cup. These also go out at the top of the cup. These small peaks can also be seen in this area, so that there may well be a connection here. The thought behind this is that when these bubbles burst, small droplets are formed. The application clarifies whether this can also be observed with other tb customers. A different tb lot number will be sent to this customer to rule out the possibility of a reagent problem. Fse clarifies the whole thing at the customer's site on (B)(6). Mail to technician: today I pulled the db and took a closer look at the device. There are a few things that stand out in the indeterminate rate report in particular and should be checked urgently. However, I would not want to say for sure whether these led to the mysterious splashes. Please proceed as follows the next time you use it: due to the high number of error in full fill check on all pumps and different position in rack a and b, the alignment of the trays should be checked specifically in the out position. O possible causes: dust in the sensors, play in the tray when the motors are activated, faulty calrack. In line with this, many reader saturation warnings also appear. Most recently, since (B)(6), a pcr heater warning has occurred eight times at position b1. Please check here for (B)(4). I cannot judge whether the small splashes are due to these abnormalities. It would be conceivable that these were caused by incorrect filling of the cartridge, but nobody can say for sure. I would therefore suggest that the above-mentioned deficiencies be remedied first, and then the customer should make a further observation to see whether small droplets can still be found. (B)(6) fse will perform an on-site pumpcheck and closely monitor the device. Attention should also be paid to how the customer prepares the samples and whether this may cause the fine sharpening here. The customer makes 50% tb and the rest bacteria - are there problems with the sample material with tb? (B)(6) 2021 pump 4 and tube. (B)(6) 2021 pump 3 and 4 and pcb. (B)(6) 2021 gantry. (B)(6) 2022 pm qpm and qual ok. Checked with each use ((B)(6)). Gantry rests with all 4 tips on the calibration plate and is screwed tight, all positions of the gantry are ok - see qpm and qualifying runs. Unfortunately, the customer didn't say anything about drops during maintenance last week, and when asked about the recurring error results (in the international report), spec. More and more pumps 3 and 4 said this is due to the open cartridges which are now kept closed. Qpm and qual run were passable and I didn't see any abnormalities when watching the pipetting process. Database is attached to the escalation, hence the question again where do the now visible drops come from - sample material, sample preparation, device errors (new gantry pumps)? ¿ 6 months 6 pumps?

Manufacturer narrative:
Medical device expiration date: na. PMA/510(k)#: k111860, k130470. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.